Manufacturer narrative:
(B)(4). The customer has stated that this device will not be returned to baxter at this time. If the device is returned to baxter, an evaluation will be performed and a supplemental report will be provided.

Event description:
It was reported that "customer stated unit said delivered programmed amount but bag still half full." It was also reported that the device was evaluated by the biomed's at this facility and they could not reproduce the error.